Manufacturer narrative:
A spacelabs technical support engineer was unable to remotely connect to the customer site indicating they were having network related issues. The user was advised to reach out to their it department. A technical support engineer was later able to remotely connect, however no patients were currently admitted to telemetry to perform additional evaluation. At this time, no further reports have been received from this customer. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.

Event description:
The customer reported that they are having an intermittent issue where all tele beds go to dotted lines for a few seconds then return on their own. There was no patient or user death, or injury associated with the event.